Event description:
It was reported by the pt that after a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction may have occurred. In 4/2005 the pt had a taxus express2 -3.0 x 12 mm drug eluting stent implanted. 4 weeks later the pt started to have nausea, itching on the bottom and top of their feet, shortness of breath (sob), and not feeling good. It is noted that the pt has a past medical history of severe stainless steel alergy. The pt states that their cardiologist was aware of their history of stainless steel, but still placed the taxus stent. It is noted that the allergist does not know if the pt is allergic to their new medication (asa, plavix, and toprol) or the stent itself. Pt status is reported as "stable".